Event description:
It was reported that revision surgery was performed. The patient experienced pain 6 weeks post-op and a "clunking sound" 6 1/2 years after implantation. It was reported that the tibial screw backed out and scratched the femoral component.